Manufacturer narrative:
MDR 2517506-2020-00245 was filed on 10-aug-2020. Additional information (11-sep-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (ctni) results. Hsc evaluated the information provided and the instrument data files. No product non-conformance was identified. Two samples from the patient were returned to the siemens technical support laboratory (tsl). Siemens tested the returned samples using 3 different siemens cardiac troponin I assays that contained significantly different antibodies. All three methods produced elevated troponin recovery for both samples provided to siemens, which is not consistent with the presence of antibody interference. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (ctni) patient results obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician (s) and were questioned. The same sample was reprocessed twice on an alternate non-siemens instrument and lower results were obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.